Manufacturer narrative:
Age at time of event : 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed was located in the moderately tortuous and moderately calcified mid right coronary artery. Following implantation of a non-bsc stent, a 3.50mm x 8mm nc emerge® balloon catheter was advanced for post dilatation. The balloon was initially inflated at 12 atmospheres. Upon the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.